Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Allegedly, the display was scratched and cracked. Also, it was reported that the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/24/2014 with the following findings: the pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU); however, the display screen was blank. Visual inspection revealed that the display screen was cracked: the reported display issue was duplicated. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. The display screen damage caused the blank display issue. Unrelated to the reported display issue, the keypad cover was observed to be cut/punctured in the area of the down arrow button. Keypad button responsiveness could not be investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.